Manufacturer narrative:
The device for this event has not been returned to the manufacturer for evaluation; however, the medical records have been returned for review. The investigation is confirmed for filter material deformation and retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced difficulty removing, material deformation, and patient device interaction problem. This information was received from one source. The malfunction involved a patient without consequence. The patient was reported as female; however, age and weight were not provided.